Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for son via phone call for high blood glucose. The patient's current blood glucose level was 600 mg/dl. Patient's blood glucose level at the time of incident 68 mg/dl then he had blood glucose 410 mg/dl ran self-test and it passed. Patient has treated with food, bolus and shots. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. Customer reports they feel okay to troubleshoot. Customer reports they have contacted their healthcare provider regarding the high bgs. Customer is able to perform hp test at this time. Assisted with performing the high pressure test which was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).